Event description:
During index procedure, 2 complete se stents were used to treat residual stenosis. Approximately 6 months post index procedure, the patient presented with stenosis in the left popliteal. Investigator assessed the event was possibly related to the device, drug and the procedure. No treatment was given and the outcome is continuing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.